Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. On (B)(6) 2020, using the sheath 8fr 25cm and terumo introducer, percutaneous coronary intervention (pci) for cto was performed and completed around 16:00. After an angiogram on the puncture site was performed, the angio-seal device was used for hemostasis. The tamper tube was being inserted once with applying 45-degree tension to the suture and kept the condition about a minute. The hemostasis was successfully achieved. When the patient was back at the ward, slight bleeding was observed. The physician sutured the puncture site with a stitch and put a hemostatic seal. At 11:00 on the next day, the patient was released from resting and started walking, but internal bleeding and hematoma were observed. The patient's vitals were stable. The patient was transferred to hospital and surgical treatment was applied. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. The estimated blood loss was less than 250cc. The patient's condition was not serious. There were no other devices or equipment used with the reported product. It was a right femoral artery puncture. Bleeding occurred outside of the procedure room. Additional information was received on 13nov2020. The patient will be discharged within the week. Additional information was received on 17nov2020. According to the surgeon of the hospital, the collagen and anchor were found under the skin. According to the physician, the assembly was once withdrawn after the backflow of blood was observed. Then the assembly was pushed, and the backflow of blood was observed again, the anchor was deployed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A correction is being provided to section b5; it was initially submitted the date of additional information was received on 17nov2020; however, the correct date is 16nov2020. Therefore, section b5 has been updated to reflect the correct date. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device". The IFU also indicates that "the physician instructions must be followed relating to ambulation and discharge.". The complaint can be confirmed for hematoma and bleeding as alleged. The case was discussed with the qa clinical specialist for inputs and the possibility of a subcutaneous deployment of the angioseal device could be the likely cause. Based on the fact that the anchor and collagen were found under the skin (per the complaint allegation), only a temporary hemostasis has been achieved and application of the sutures and hemostatic seal could have led to the internal bleeding and the hematoma reported. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 16nov2020. According to the surgeon of the hospital, the collagen and anchor were found under the skin. According to the physician, the assembly was once withdrawn after the backflow of blood was observed. Then the assembly was pushed, and the backflow of blood was observed again, the anchor was deployed.